Event description:
16 gauge, 1 inch needle which, when the sealed package was opened, was noted to have a stain on the hub. It was unclear if the stain was blood or dye that was splashed on the surface.